Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a neck, upper thigh and torso rash. There was no alleged device malfunction contributing to the rash. The patient's physician prescribed a topical cream. The patient reported the rash as healing.